Event description:
It was reported that during a da vinci s prostatectomy procedure, while dissection of the vas and seminal vesicles was being performed, the nurse practitioner assisting in the procedure observed arcing through the mcs tip cover accessory. The mcs tip cover accessory was used as a replacement for the original mcs tip cover accessory that presented arcing. Please see MDR #2955842-2009-00255 concerning the original tip cover accessory used. The planned surgical procedure was completed with a replacement mcs tip cover accessory and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint engineering observed the tip cover has two holes burned through the silicone, adjacent to one parting line. The silicone exhibits localized melting around the holes and is indicative that multiple arcing events occurred. One hole is oblong in shape and is .040" x .025", and is located .375" above the silicone to sleeve interface. The second hole .015" in diameter and .285" above the silicone to sleeve interface. In addition, there is .035" long axial tear located at the distal tip of the silicone. No other damage was found. The following additional information was provided by the site: the monopolar curved scissors (mcs) instrument used with the affected tip cover cannot be identified as there were multiple mcs instruments used during the procedure, however, inspection of the mcs instrument and mcs tip cover accessory was performed prior to use, and the tip cover was installed on the mcs instrument with an installation tool; the application of electrotube was performed after installation of the tip cover accessory. As of (B)(6) 2009, there have been no reported recurrences of the issue at this hospital.